Manufacturer narrative:
H.6. Investigation: one safetyglide needle in a fully sealed blister pack from batch 9273034 (p/n 305900) was received and evaluated. It was observed there was no shield inside the package and was rejectable per product specification. Potential root cause for the missing shield defect is associated with the packaging process. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that prior to use it was discovered that the needle did not have a cap on it thus affecting sterility with a bd safetyglide¿ needle. The following information was provided by the initial reporter: it was reported that the needle did not have a cap.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use it was discovered that the needle did not have a cap on it thus affecting sterility with a bd safetyglide¿ needle. The following information was provided by the initial reporter: it was reported that the needle did not have a cap.